Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was no longer holding a charge. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed of per facility policy.